Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that slow balloon deflation occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.50x32mm promus premier stent was advanced and deployed to the lesion. However, post deployment, the balloon was deflating slowly. The physician tried to pull the device out but it was stuck. The physician waited for a couple more seconds and was then able to successfully remove the device and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent had been placed in the lesion site and hence was not returned for analysis with the device. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon was visually and microscopically examined and no issues were noted with its profile. The balloon had the appearance of having been inflated. Crimp markings were evident on the wall of the balloon. A build-up of contrast media was present inside the balloon. The returned unit was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified contrast media present within the balloon. The device was soaked in a waterbath at a temperature of 37 degrees to help soften the solidified contrast media before further inflation attempts were made. After the device was soaked, the balloon was inflated to nominal pressure and subsequently to rated burst pressure with no restrictions noted. No issues were observed with the balloon wall. During analysis, the balloon of this device achieved full deflation at 8 seconds which is within the product specification. A visual and tactile examination found that the hypotube was kinked at several location along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that slow balloon deflation occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.50x32mm promus premier stent was advanced and deployed to the lesion. However, post deployment, the balloon was deflating slowly. The physician tried to pull the device out but it was stuck. The physician waited for a couple more seconds and was then able to successfully remove the device and the procedure was completed. No patient complications were reported and the patient's status was fine.